Event description:
Surgeon using medtronic navigation's fusion system in an ent surgery alleges an approximate 4mm inaccuracy. No impact on patient outcome.

Manufacturer narrative:
Patient info was not available at the time of this report but has been requested. System eval has not been performed at time this report was submitted, but has been requested.